Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had some issues with her insulin pump. Caller stated that the customer's insulin pump is not delivering the insulin. Caller stated that customer had high blood glucose of over 500 mg/dl, they tried to bolus, but no insulin came out. Caller also stated that the customer's insulin pump is cracked. Nothing further was reported.